Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer noticed moisture in the cartridge area. Customer's blood glucose (bg) level was 114 mg/dl prior to delivering a bolus. At the time of the report, customer's bg level was 80 mg/dl. The customer was able to load a new cartridge successfully.